Event description:
On (B)(6) 2012: customer reports via phone that during an undetermined urology procedure on a male pt (older gentleman but exact age unk), the staff received a generator interface module (gim) error. The staff moved the pt to another room to complete the procedure. No injury reported.

Manufacturer narrative:
Liebel flarsheim tech support troubleshot with biomed who reported a generator interface module (gim) error. Tech support advised biomed to reboot the system. During reboot process, biomed found the cat5 cable was not connected properly. Biomed made the reconnection and reported the system is now ok. The system is now functional.